Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of a dental implant cm alvim implant 3.5x13 mm, but did not provide further info about the case.